Event description:
Used thermacare heat wraps back pain therapy l-xl on (B)(6) for lower back pain. After about 20 mins applied directly to skin, noted a burning sensation in my lower back, more intense than a normal heating pad. Removed wrap and noted redness to the lower back area in the shape of the heating elements on my lower back from the heat wrap. The next morning, had pain in that area and noted 2nd degree burns to the area, shown by white blisters. I had photographs taken of the back and submitted to pfizer. I was seeing a chiropractor for my lower back pain and he could not provide any further treatment until my burns were healed and he noted them on my chart ((B)(6).)